Event description:
Large amount of metal shavings were present in pt's shoulder joint after bonecutter blade was used during shoulder surgery. Surgical site was flushed with sterile saline, but some pieces were too small to remove.